Event description:
On (B)(6) 2012 at 2015 evening, device erroneously went into impedance check and delivered electric shock to pt for 10 hrs until it was noticed. Per caller software manual says when device is used on pt, it automatically disable impedance check for pt. Safety, however, the device self activated. Vendor informed on (B)(6) 2012. Repeat situation was recreated by user and it did the same thing, self activated and delivered electric. Data on pt was lost for 10 hrs as well. Product/device is with user lawyers.